Event description:
The patient has two scs systems. This issue is related to the ipg for the cervical system. It was reported the patient experiences communication issues between her scs ipg and charging system. It was also reported the scs ipg is protruding which is causing discomfort. X-rays revealed the ipg is sideways and is ready to flip. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg pocket site was "revised" (not explanted) on (B)(6) 2015 which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.